Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient's right eye was treated with the left eye's treatment plan during lasik treatment. The laser did not give any warning. The procedure was completed and the issue was realized after surgery was completed.

Manufacturer narrative:
The root cause cannot be determined conclusively. However, it is not likely that the patient's right eye can be registered as left eye as the iris structure and pupil position should differ considerably. Furthermore, a warning will be given due to the patient bed position which compares the treatment data with the position of the patient bed. The patient's treatment data should indicate left eye treatment, the patient bed position should correspond to this . If not, a warning will be given "patient bed position does not match with treatment plan", which has to be confirmed by the surgeon before starting a treatment. Due to the safety systems in place and the lack of data, the most likely root cause is use error. (B)(4).